Event description:
It was reported that the patient experienced an explant of an ambicor penile prosthesis(ipp) device due to the device being infected. A spectra device was implanted to complete the procedure. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.